Event description:
It was reported that the 2 implants were opened and it was found that the augments were present in both boxes but the locking screws were missing from both boxes. Screws were taken from other available devices and the surgery was completed successfully.

Manufacturer narrative:
Investigation is in progress. No additional information available at this time.